Manufacturer narrative:
The device was not returned for evaluation.

Event description:
This event involves a patient with a history of two previous discectomy surgeries. Following his discectomy surgery approximately one year ago, the xclose tissue repair system was implanted to re-approximate the anulus fibrosus of the intervertebral disc. The patient subsequently approached a different surgeon, reporting ongoing left leg pain. (B)(6) recently performed fusion surgery to treat this patient. Please note that the event date represents an estimate of the surgery date that anulex was unable to confirm. During the surgical procedure, (B)(6) noted that there were disc fragments in the spinal canal, while one anchor of the xlcose device was found dorsal to the fragments and directly in contact with the nerve root. The device and fragments were removed and the fusion procedure was completed without incident. The patient's radicular symptoms were improved at the time of follow-up to the fusion procedure. These details were obtained in a phone conversation with the treating physician on (B)(6) 2011.